Manufacturer narrative:
Evaluation:results - visual inspection of the returned product found one haptic torn, with a piece missing. The lens was returned in liquid and there was evidence of clear surgical residue. (B)(4)

Manufacturer narrative:
Evaluation: results - the lens was rehydrated in bss for re-measurement. The lens length, width and diopter were measured and the result of the measurements were compared against the original values and the lens was found to be in specification. (B)(4)

Event description:
The reporter stated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2011. The lens was explanted due to a refractive surprise. Another same model but different diopter power lens was implanted. The patient is extremely happy with the results and is seeing well.

Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery, refractive surprise, explanted. Lens has not been returned. Evaluation method: lens work order search, medical review. Results: a lens work order search was performed and one similar complaint was found within the work order. Medical review: review of this file indicates that the patient was wearing rigid gas permeable contact lenses (rgp) prior to this procedure. The surgeon had her remove the lenses for a month before doing the pre-op icl measurements. 3 weeks post-op, surgeon noted a hyperopic refractive surprise. Surgeon exchanged the icl with a different power which resolved the condition. Recent studies have shown that rgp wearers should discontinue use of contacts 3-6 weeks prior to pre-refractive examination. Studies show that 56% of eyes achieve stable refractions after 3 weeks, while 78% achieve stability after 6 weeks. Corneal changes are the most pronounced with rgp contacts causing warping of the cornea which can result in improper calculations for refractive surgery. Furthermore, upon exchange of power, the condition was resolved. This indicates that the refraction was not yet stable prior to icl measurements. The most probable root cause of this event is miscalculation due to unstable refraction. Conclusions: based on the complaint history, work order search and the medical review, the most probable root cause of this event is miscalculation due to unstable refraction. (B)(4).